Event description:
The emergency room nursing staff used the device to administer a shock to a pt diagnosed in cardiac arrest. There was allegedly a delay of approx 5 seconds before the defibrillator discharge occurred after the discharge switches were pressed. A second shock was later attempted. The device allegedly failed to discharge and a nurse immediately began performing CPR compressions. The device allegedly dicharged approx 5 seconds later and the nurse reported feeling a shock. There were no adverse affects reported as a result of the alleged malfunction.